Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer was taking shower. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. Insulin pump was exposed of moisture. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump received with a constant blank flashing white light display and constantly beeping due to moisture damage to the lcd controller. Unable perform the self-test and displacement test due to a constant blank flashing white light on the display. Unable to perform displacement test, active current test, sleep current test and self-test flashing white display. Successfully downloaded pump history using thump. Pump error 63 (line number 130 file number 690) in the pump history due to moisture damage to the pcb1 board and pcb2 board. No time and date listed in the adapt tool fault error log for pump error 63. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked battery tube case. The p-cap/reservoir does lock properly. No blank display noted. However, confirmed flashing display. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Confirmed cosmetic damage to the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.